Event description:
It was reported that this pacemaker exhibited premature battery depletion. Technical services (ts) recommended device replacement. This device remains in service. No adverse patient effects were reported.